Event description:
The stent was advanced through a 7fr cook ansel modification 2 45cm sheath. Upon advancing the stent over the .035 guide wire approx 10cm, the imaging equipment showed that the stent had migrated (towards the proximal end of sheath) and was no longer aligned properly between optapro balloon marker. The sheath and stent were removed together and discarded. There is no harmed to the pt.

Manufacturer narrative:
Additional info will be submitted within 30 days of receipt.